Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. As the sample was not returned, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Event description:
It was reported that a 2000 ml bag was observed to have a particle inside of the bag that was approximately 3-4 mm in size. This malfunction was observed by the patient before use. There was no patient injury, medical intervention or adverse event associated with this event. Additional information was requested and is not available.